Manufacturer narrative:
(B)(4). H10: cat# unknown lot# unknown / unknown m2a cup, cat# unknown lot# unknown / unknown m2a head, cat# unknown lot# unknown / unknown m2a taper. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 14 years post implantation of a right total hip arthroplasty, the patient was revised due to pain, elevated metal ion levels, and tissue and bone damage. The cup, head, taper, and stem were removed. An unknown spacer was placed due to additional concern for infection; however, there were no known intraoperative complications at that time. Following placement of definitive unknown product approximately three months later, the patient has continued to have ongoing issues to date, and the outcome is currently unknown as no further details have yet been provided. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: approximately one year and 7 months ago, the patient underwent a revision procedure, zimmer biomet product was removed due to metal toxicity. A blood test detected high levels of chromium and cobalt in her blood stream. A temporary spacer was implanted due to suspected serious infection. A definitive root cause cannot be determined. The complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.